Event description:
It was reported the patient had at least one episode of t wave oversensing. Atp (anti tachy pacing) during charge was delivered, no shock. T wave oversensing with variable r-wave amplitudes was also reported. A right ventricular pace/sense lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.